Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosis of bia-alcl,¿ pathological markers not provided, experienced ¿debilitating physical pain,¿ ¿implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the development of bia-alcl, and any condition or symptoms associated with bia-alcl,¿ ¿mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered emotional distress, anxiety¿ and loss of quality of life.¿ date of alcl diagnosis: (B)(6) 2019.

Event description:
Patient representative reported patient received a ¿diagnosis of bia-alcl,¿ pathological markers not provided, experienced ¿debilitating physical pain,¿ ¿implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the development of bia-alcl, and any condition or symptoms associated with bia-alcl,¿ ¿mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered emotional distress, anxiety¿ and loss of quality of life.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿disfigurement,¿ ¿disability¿ and ¿depression;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.